Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was not able to confirm the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 240 hours of extended tests at the customer's settings. The ventilator also passed troubleshooting final test.

Event description:
Reported issue: it was reported to vyaire medical that the ventilator shuts off and shows a loss of power alarm while plugged in to the charger. There was no patient involvement associated with this reported event.